Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer did not perform the proper air removal techniques and filled the cartridge with cold insulin. Tandem technical support informed the customer that not performing the air removal technique and loading the cartridge with cold insulin is off label per the tandem user guide. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that a cartridge alarm 25 occurred due to the customer removing the cartridge from the pump outside of the load sequence. Tandem technical support informed the customer of the proper load technique. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus via the pump and a manual dose injection were given to address bg.